Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently went to urgent care due to a blood glucose level of 401 mg/dl. The customer reported that prior to the urgent care visit, the insulin pump had two failed battery tests. The customer reported that she had been treating with manual injections. Most recent blood glucose level at the time of the call was 321 mg/dl. During troubleshooting, the customer inserted a new battery and was able to clear the failed battery test. Customer was advised that a replacement battery cap would be shipped and to monitor the device. The insulin pump was not replaced or returned for analysis.